Event description:
It was reported that a pt developed blisters on the gumline after placement of a six-unit upper anterior restoration using integrity temporary crown and bridge material. Further info has been requested, though none is available as of this report.

Manufacturer narrative:
While it is unknown if the integrity used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The lot number was provided for a DHR review, though results are not available as of this report. Further info pertaining to this event, including evaluation results, will be submitted as it becomes available.